Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio was later made aware that the biomed replaced the coin cell battery which resolved the reported issue and proper device operation was observed. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator is present and they are unable to get their device into manual mode. It was attempted to exit AED mode (and enter manual mode); however, the device remained in AED mode. There was no patient use associated with the reported issue.